Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: problem code 1184 captures the reportable event of gauge reading inaccurate. Block h10: investigation results a visual examination of the returned complaint device revealed that the gauge needle indicated 0 atm. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water; no issues were noted. As there was no issue with the visual and functional test during product analysis, the complaint incident cannot be confirmed. Therefore, the returned device review (visual, physical, and performance testing) showed no evidence of a defect which could have contributed to the event, and the most probable root cause for this complaint cannot be detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the digestive tract during a gastrointestinal dilatation procedure performed on an unknown date. According to the complainant, during preparation, it was noticed that the pressure meter was broken as it was already pointing to another value before being pressurized. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the digestive tract during a gastrointestinal dilatation procedure performed on an unknown date. According to the complainant, during preparation, it was noticed that the pressure meter was broken as it was already pointing to another value before being pressurized. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.